Manufacturer narrative:
This complaint was received via user report mw5177442 and has been reported to FDA. Abbott diabetes care (adc) is unable to further investigate the reported complaint due to the absence of an alleged device deficiency. Additionally, no contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to adc has been submitted.

Event description:
Abbott diabetes care (adc) received medwatch report mw5177442, which included the following information: on (B)(6) 2025, a healthcare professional (hcp) stated that a customer had passed away. No additional details or clarification were provided. It is unknown whether the customer was actively using an adc device at the time of death, and no allegation of device deficiency was made. The report noted that the hcp did not consent to follow-up. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it cannot be reasonably suggested that an adc product has or may have caused or contributed to the reported death.